Event description:
During setup for surgery, an dead insect was found on the labels in the pack. The contaminated pack was removed and replaced. All prior to patient entering the operating room. Packing list saved; insect on labels saved and picture taken as well.